Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 25-years-old patient with a 3300tfx25mm valve implanted in the pulmonary position underwent a valve-in-valve procedure after nive (9) years of implant duration due to valve regurgitation. The patient reported dyspnea only under moderate physical effort and was admitted with right ventricular dysfunction due to failing bioprosthetic valve. A 26mm transcatheter valve was implanted within the pre-existing surgical device successfully. The patient was noted as to be discharged.

Manufacturer narrative:
H10: additional narrative: the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non calcific bioprosthetic tissue degeneration. In this case, the most likely cause is patient factors, including implant position and patient age at time of implant.